Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 600 mg/dl with trace ketones. Reportedly, the cause of the elevated bg levels were unknown; the contact speculated that the customer was ill, but the customer did not show any apparent symptoms. During a system check with tandem technical support, it was confirmed that the pump was functioning as expected. The customer would change supplies, deliver a bolus via the pump and administer insulin via a syringe to stabilize impacted bg levels.